Manufacturer narrative:
Zimvie complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient had implant #13 placed (B)(6) 2024. Had gotten infection after surgery. Patient stated it fell out on (B)(6) 2024 and had pain 2-3 days before it fell out. Symptoms as a result of the event: pain.